Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion field service engineer (fse) evaluated the suspect device and determined the defective parts. The fse is ordered replacement parts and at this time, has not received the replacement parts to finish repairs. Once the defective parts have been sent to the carefusion failure analysis laboratory a follow-up report will be included.

Event description:
The customer reported while using the vela ventilator; the unit is displaying zero tidal volume on the monitor. The customer performed troubleshooting, but the issue was not resolved. A carefusion field service engineer went onsite to evaluate and repair the suspect device. The service engineer reported at a set volume setting, the monitored and measure output was out of specifications. The customer reported it is unknown whether there is patient involvement associated with the event.